Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, after placing the first mesh leg, as the physician was tensioning it, the patient had "excessive bleeding" (location and amount of blood loss unknown). The physician was not comfortable in proceeding and did not continue with the anterior repair. No further information regarding the event, patient, or if further intervention has been performed is forthcoming. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Cartridge and cartridge pan the analysis results found that one (B)(4) reload was received with one driver outside the pocket contained between the pan and reload and several drivers missing. It is possible that an object was introduced to opening the sterile package, or the reload was dropped over the table resulting in the pan and reload separating enough for the drivers to dislodge. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that before an unknown procedure, the steel of the reload unit was turned up when the surgeon opened the package. Another device was used to complete the procedure. There were no adverse consequences for the patient.